Event description:
Stryker battery operated ligator--battery began smoking and case was very hot until batteries removed and cooled. Staff informs pt that the battery cartridges get "hot" after being used, also that when more than 1 cartridge touches another, potential for fire.